Event description:
On (B)(6) 2018, the patient underwent treatment of a descending thoracic aortic (zone 2) dissection with gore® tag® thoracic branch endoprostheses. A gore® dryseal sheath was used for access at the right side. On (B)(6) 2018, during the endovascular procedure, a right external iliac artery dissection was found. The event was related to endovascular procedure. No treatment was required. The event is ongoing. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 4650 was used to explain that no treatment was required. The event is ongoing. The physician is monitoring the patient. The cause of the right external iliac artery dissection is unknown. Further information was requested but is not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).